Event description:
It was reported that during a da vinci-assisted subtotal gastrectomy procedure, the posterior gastric artery was dissected with a harmonic ace instrument. The issue occurred when the surgeon was about to anastomose the stomach and suddenly experienced bleeding from the posterior gastric artery. The surgeon was unable to stitch the bleeding section using the robot. The bleeding was suppressed with an unspecified instrument installed on universal surgical manipulator (usm) 4. The surgeon made the clinical decision to convert to open surgery due to bleeding. The amount of blood loss at the time of the decision was about 100ml. The total amount of blood loss was about 500ml. The open procedure was completed successfully without the patient requiring a blood transfusion.

Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. Intuitive surgical, inc. (Isi) has not received the instrument involved with this event for failure analysis evaluation. A follow-up MDR will be submitted if additional information is obtained. A system log review was performed for this procedure: no relevant errors were observed during this procedure. No image or video clips for the reported event were submitted by the customer for review. This complaint is being reported due to the following conclusion: during a da vinci-assisted distal gastrectomy procedure, the posterior gastric artery was dissected with a harmonic ace instrument. The issue occurred when the surgeon was about to anastomose the stomach and suddenly experienced bleeding from the posterior gastric artery. The surgeon was unable to stitch the bleeding section using the robot. Although the surgeon was able to suppress the bleeding with an unspecified robotic instrument, the surgeon made the clinical decision to convert to open surgery due to bleeding. The cause of the operative complication is unknown.